Manufacturer narrative:
H10: the device used in treatment has been returned for evaluation. A visual inspection found no issues, the functional evaluation established a relationship between the reported complaint and the device. The device displayed error message (4006) coin cell battery failure. This was replaced and the device was placed under test and no further faults were found with the device. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that this is the only instance reported in the previous four years. This instance is being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as battery failure. Error message (4006) is a non-recoverable issue, where the battery of the device has been allowed to become severely depleted, when this happens the coin cell battery takes over only to store time and event details on the device. The charging procedures are outlined in the instruction for use, it is advisable to follow these at all times. In parallel we continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was working correctly when the blockage alarm started, then the leak alarm and after 2 minutes displayed the error 4006. The treatment (patient with pressure ulcer) was interrupted for 3 days and during this time allevyn life was used until the replacement device was received. An investigation letter is required.

Manufacturer narrative:
The device, used in treatment, has been returned and evaluated establishing a relationship between the event reported and the device. A visual inspection found no defects, the functional evaluation found that upon start up the device displayed the 4006-error message, this message is displayed when the coin cell battery that stores time and date functions has depleted. The coin cell battery only discharges when the main battery has also been allowed to discharge. The coin cell battery was replaced and a functional test found no further fault, the main battery was able to charge and hold charge. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded, these instances are being monitored, with additional work being conducted to prevent re-occurrences of this type. This complaint has now been closed and recorded as device performed within expected parameters. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.